Event description:
It was reported on an external medwatch that the (1)ets45 was used during an unknown procedure. It was reported that the stapler misfired causing bleeding. The surgeon was required to change from laparoscopic gastric bypass to an open procedure.